Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, while firing, the cartridge was locked in the middle. The surgeon could not fire it any further knowing that the thickness was normal. A third cartridge with the same description was used to complete the procedure. There was no patient injury.